Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 4.8mm staples opened by the account. Visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after stapling, there was staple line bleeding observed. There was no tissue loss and the case was not extended by more than 30 minutes. The patient's hospital stay was extended.

Manufacturer narrative:
(B)(4).